Manufacturer narrative:
(B)(4). Batch # r57c31. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a nephrectomy procedure after the 1st firing and removal from the patient they were unable to open the jaws to remove the gst60d reload. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r57c31. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.